Manufacturer narrative:
(B)(4). Approximate age of device- 5 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a pump exchange performed due to suspected internal percutaneous lead fracture. A pump exchange was performed of just pump, outflow and inflow of original pump remained in the patient. No additional information was provided.